Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Additional correction/removal reporting number: 1627487-12192011-003-r.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2011-05563, 1627487-2011-05584. The patient received a percutaneous lead on (B)(6) 2007. The patient received an ipg and another percutaneous lead on (B)(6) 2009. It was reported the patient had lost stimulation, but it is unknown when. X-rays were taken and revealed both leads had migrated. As a result, both leads were explanted and replaced. A review of the manufacturer's complaint database revealed the ipg was also explanted. The reason for explant is unknown at this time. Attempts to gather additional information were unsuccessful. No further information is available at this time.